Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the dso seal and uso seals separating from chassis. The event history log was unable to be retrieved. A functional test confirmed customer complaint that the device loses settings and patient data when power is cycled. The probable cause is the pwa board. The pwa board was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump loses settings, and patient data every time the power is cycled. There was unknown patient involvement.